Event description:
Tech alleged the hi low drive drifted down. No injury reported.

Manufacturer narrative:
The tech cleaned the hi low brake assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.